Event description:
It was reported that the image quality on the 9800 system is poor. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. System tracking and dose rates were checked. Adjusted the dose rates. The system was tested, and found to be working as intended, and placed back into service.